Event description:
A doctor initially reported growth of pseudomonas aeruginosa from piece of (system's) internal tubes in microbiological medium, potentially causing eye inflammation. 11/16/2006: additional information received from the doctor noted there were ten cases occurring between 10/2006 and 11/2006 (related reports to be filed by 12/16/2006). No cultures were done because in normal procedure the patient is taking antibiotics after surgery. The inflammation occurred three to four hours after surgery. 11/28/2006: additional information from the doctor indicated patients had: "corneal edema. Anterior chamber filled with numerous inflammatory cells. Fibrinous membranes proliferating in the pupillary aperture extend to the iris and touch the cornea with digitate processes. In the anterior chamber a conglomerate of gelatinous tissue located in projection of the pupillary aperture." This was reason for prolonged hospitalization. Normal stay is one day. This patient's event duration was 5 days. Outcome is excellent. There was no unplanned medical or surgical intervention.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress.